Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure location of device: left stent migration/migration of essure device location of device: fallopian tube, left side.') In a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus operation and caesarean section ((B)(6) 2008; (B)(6) 2006; (B)(6) 2002).). Previously administered products included for birth control: sprintec. Concurrent conditions included uterine bleeding, asthma, uterine cervical metaplasia, endometriosis of uterus and paratubal cyst. Family history included breast cancer (mother). Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from 2009 to 2013 for birth control as well as doxycycline, ondansetron and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced abdominal pain ("bilateral lower mid-abdominal pain"), back pain ("low back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/ midcycle and during menses pain"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2017, the patient experienced erythema nodosum ("inflammed nodules") and lymphadenopathy ("lymph nodes in groin"). In (B)(6) 2017, the patient was found to have fibroma ("fibroid tumors"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and premenstrual pain ("pain before menses"). The patient was treated with antibiotics and surgery (total laparoscopic hysterectomy with removal of tubes and cystoscopy, d&c). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and premenstrual pain outcome was unknown, the pelvic pain was resolving and the abdominal pain, back pain, erythema nodosum, lymphadenopathy, nausea and fibroma had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, erythema nodosum, fatigue, fibroma, lymphadenopathy, menorrhagia, nausea, pelvic pain, premenstrual pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2013 and (B)(6) 2013. Essure sterilization (hysteroscopy with bilateral fallopian tube occlusion). Procedure:- both tubal ostiae were visualized. 1st device loaded through operating channel of hysterscope, and inserted into the r tubal ostium. Trailing coils in uterus: 3. 2nd device loaded through operating channel of hysterscope, and inserted into the r tubal ostium. Trailing coils in uterus: 3. Patient tolerated the procedure without incident. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure location of device: left stent migration/migration of essure device location of device: fallopian tube, left side.') In a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus operation and caesarean section (B)(6) 2008; (B)(6) 2006; (B)(6) 2002).). Previously administered products included for birth control: sprintec. Concurrent conditions included uterine bleeding, asthma, uterine cervical metaplasia, endometriosis of uterus and paratubal cyst. Family history included breast cancer (mother). Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from 2009 to 2013 for birth control as well as doxycycline, ondansetron and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced abdominal pain ("bilateral lower mid-abdominal pain"), back pain ("low back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/ midcycle and during menses pain"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2017, the patient experienced erythema nodosum ("inflammed nodules") and lymphadenopathy ("lymph nodes in groin"). In (B)(6) 2017, the patient was found to have fibroma ("fibroid tumors"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and premenstrual pain ("pain before menses"). The patient was treated with antibiotics and surgery (total laparoscopic hysterectomy with removal of tubes and cystoscopy, d&c). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and premenstrual pain outcome was unknown, the pelvic pain was resolving and the abdominal pain, back pain, erythema nodosum, lymphadenopathy, nausea and fibroma had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, erythema nodosum, fatigue, fibroma, lymphadenopathy, menorrhagia, nausea, pelvic pain, premenstrual pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2013 and (B)(6) 2013 essure sterilization (hysteroscopy with bilateral fallopian tube occlusion) procedure:- both tubal ostiae were visualized. 1st device loaded through operating channel of hysterscope, and inserted into the r tubal ostium. Trailing coils in uterus: 3. 2nd device loaded through operating channel of hysterscope, and inserted into the r tubal ostium. Trailing coils in uterus: 3. Patient tolerated the procedure without incident. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: family and medical history was added. Essure placement procedure was provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure location of device: left stent migration/migration of essure device location of device: fallopian tube, left side.') In a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus operation. Previously administered products included for birth control: sprintec. Concurrent conditions included uterine bleeding, asthma, uterine cervical metaplasia, endometriosis of uterus and paratubal cyst. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from 2009 to 2013 for birth control as well as doxycycline, ondansetron and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced abdominal pain ("bilateral lower mid-abdominal pain"), back pain ("low back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/ midcycle and during menses pain"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2017, the patient experienced erythema nodosum ("inflammed nodules") and lymphadenopathy ("lymph nodes in groin"). In (B)(6) 2017, the patient was found to have fibroma ("fibroid tumors"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and premenstrual pain ("pain before menses"). The patient was treated with antibiotics and surgery (total laparoscopic hysterectomy with removal of tubes and cystoscopy, d&c). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and premenstrual pain outcome was unknown, the pelvic pain was resolving and the abdominal pain, back pain, erythema nodosum, lymphadenopathy, nausea and fibroma had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, erythema nodosum, fatigue, fibroma, lymphadenopathy, menorrhagia, nausea, pelvic pain, premenstrual pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received- outcome of abdominal pain, back pain, nausea, lymphadenopathy, erythema nodosum updated to recovered / resolved. Treatment, historical and concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure location of device: left stent migration') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus operation. Concurrent conditions included uterine bleeding, asthma, uterine cervical metaplasia, endometriosis of uterus and paratubal cyst. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin) from 2009 to 2013 for birth control as well as ondansetron and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced erythema nodosum ("inflamed nodules") and lymphadenopathy ("lymph nodes in groin") and was found to have fibroma ("fibroid tumors"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/ midcycle and during menses pain"), fatigue ("fatigue"), nausea ("nausea"), pelvic pain ("pain"), abdominal pain ("bilateral mid-abdominal pain"), back pain ("low back pain") and premenstrual pain ("pain before menses"). The patient was treated with surgery (total laparoscopic hysterectomy with removal of tubes and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, erythema nodosum, lymphadenopathy, dysmenorrhoea, fatigue and premenstrual pain outcome was unknown, the nausea, pelvic pain, abdominal pain and back pain was resolving and the fibroma had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, erythema nodosum, fatigue, fibroma, lymphadenopathy, menorrhagia, nausea, pelvic pain, premenstrual pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date: (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: plaintiff fact sheet and medical records were received. Events per pfs: malposition of essure location of device: left stent migration, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), inflamed nodules, lymph nodes in groin, dysmenorrhea (cramping)/ midcycle and during menses pain, fatigue, nausea, pain, fibroid tumors, bilateral mid-abdominal pain, low back pain and pain before menses. Medical history, concurrent condition, concomitant medication and laboratory data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.